Manufacturer narrative:
The ge service rep ordered and replaced the 24vdc power supply. The unit operates as intended.

Event description:
The customer reported that the system was periodically not saving images. Also, the system was intermittantly not making xrays.